Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00193: neck, 3025141-2017-00194: stem.

Event description:
An arh slide-loc radial head product was implanted in a patient. At some point post op, the head/neck assembly partially dissociated from the stem. The implants were removed from the patient's body.